Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent, loose motion and abdominal pain. The cause of suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with injection vancomycin (1gm, every 5th day, intraperitoneal, ongoing) and injection ceftriaxone (1mg, once daily, intraperitoneal, ongoing) for suspected peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was available.